Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot the device lot number is unknown, therefore a device history review could not be performed.  If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Revision right lps total knee replacement. Lps distal femoral component, two segmental components, attune revision tibial component, attune tibial methaphyseal sleeve and press fit tibial stem, attune crossover polyethylane hinge bearing. All components are still implanted except for the cemented lps stem in the proximal femur which had loosened. [Surgeon] converted the distal femoral replacement to an lps total femur but adding segments and a proximal femur to the insitu distal femur and segments. The cement manufacturer is unknown and all implant details are unknown and unavailable. It is not known who implanted the distal femoral replacement. The only component removed was the cemented lps stem. Please note no further information is available despite attempts to access implant details. Doi: unknown. Doe: (B)(6) 2023. Affected side: right.